Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture and insulation abrasion. This type of damage is consistent with repeated stress over time. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. The reported low impedance measurements were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range pacing impedances, measuring less than 200 ohms. It was determined that the lead was fractured. Subsequently, a revision procedure was performed, and the ra lead was explanted and replaced. No additional adverse patient effects were reported.